Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing process. The caller did not know the blood glucose reading. The caller stated that the insulin pump had neither been dropped nor exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to contact the hospital in order to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.